Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of dissection, thrombosis and pain are known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. The patient effect of dissection, thrombosis and pain are listed in the prostyle instructions for use (IFU), potential adverse events, section as potential adverse event associated with use of vessel closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g3 - date received by mfg: initial report aware date, filed in MFR# 2024168-2026-00602, updated from 01/19/2026 to 01/20/2026.

Event description:
It was reported that this was a multi-access closure arteriotomy closure using two prostyle device after a cardiac ablation interventional procedure using an 8f sheath. On (B)(6) 2026, multi-access of the right common femoral artery (rdfa) and the right common femoral vein (rcfv) cardiac ablation was performed with one prostyle device at each access site without issues. On (B)(6) 2026, the patient began walking; however, the patient experienced discomfort. Reportedly, on (B)(6) 2026, a CT scan revealed thrombosis at the access site with near occlusion. It is unknown which access site had the thrombosis with near occlusion. On (B)(6) 2026, surgical intervention was performed without issues and the suture was removed. No significant stenosis was observed; however, it was considered that the cause of the thrombus was likely a dissection that had formed within a large lumen. The exact cause of the dissection remains unclear. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.